Manufacturer narrative:
The reported event was confirmed based on the information contained in the submitted system controller log file and the evaluation of the returned 14v patient cable. A low voltage hazard alarm was captured on day 12 of the log file and appeared to have occured while the patient was supported by the power module. On day 15 of the log file, a system controller reset was recorded which occurred when the system controller is not connected to a viable power source. This event appears to have occured when the patient was switching power sources. It was observed during the analysis of the log file that the voltages that were recorded while the patient was connected to the power module were consistently below the manufacturer's specification of 14 volts. Upon evaluation of the returned patient cable, three bent pins were found on the 16 pin lemo connector preventing the patient cable from being fully engaged with the manufacturer's test equipment. The bent pins in the 16 pin lemo connector were possible due to a misalignment issue between the 16 pin lemo connector of the patient cable and the power module's receptacle upon physically mating the two parts. The device history records were not reviewed as the 14 volt power module patient cable is manufactured by supplier who maintains the device history records. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. The packaging was discarded; therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. Approximate age of device (calculated from manufacture date) - 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the system controller alarmed every time it was connected to the power module. No alarms were observed when the system controller was connected to batteries. The patient was asymptomatic. The patient presented to the hospital and the patient's driveline was evaluated by a representative of the manufacturer's technical services team. No broken wires were detected during the evaluation and the system controller was able to be connected to the power module without alarm. The system controller log file was evaluated by the technical services representative and confirmed a low voltage hazard alarm and two pump stoppages. The low voltage hazard alarm occurred when the patient was connected to the power module. The first system clock reset appeared to have occurred when the patient was switching power sources and the power module was not connected to a viable power source. The voltages recorded when the patient was connected to the power module were consistently below the manufacturer's specification of 14 volts. The second system clock reset was recorded at the of the log file when there was no viable power source connected to system controller. The patient cable and the batteries were exchanged. No further issues have been reported.